Event description:
The end of the probe broke off inside pt's right ureter after a stone was electrohydraulically treated 3 times during ureteroscopy. The tip was grasped with grasping forceps and extracted; but was not collected and lost in the drapes.